Event description:
The account alleged the brakes would not hold. No pt impact.

Manufacturer narrative:
The account found the issue was due to a broken brake block mechanism and worn brake caster. The account replaced the brake block mechanism and the brake caster to resolve the issue.